Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-250 mg/dl) and the cause of the high bg was not known. A correction bolus and the temporary basal rate setting was increased to address the bg level. After the correction/setting adjustment, the customer's bg would drop to the 50s mg/dl. The customer thought that the low bg was due to administering too much insulin (insulin stacking/use error). Glucose tablets and candy were consumed to address the low bg. The current bg was 180 mg/dl. The customer declined to perform further troubleshooting. As the high/low bg had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.